Manufacturer narrative:
Analysis of the fiber revealed a recessed fiber core and missing ferrule. During visual inspection, it was noted that the interior of the plastic overnut was malformed. The malformation of the plastic likely could not be caused by later energy and is likely indicative of excessive heat applied during reprocessing. It is likely that the fiber was steam sterilized at a temperature exceeding the temperature parameters in the instructions for use (IFU). The fiber likely failed due to incorrect user reprocessing of the fiber. See scanned pages.

Event description:
The fiber connector pin burned after use and the glass ferrule moved back in the connector pin. No pt injuries reported.